Event description:
The MFR's rep initially reported that the interstim pt was experiencing fainting. Follow-up with the physician confirmed that although the pt was receiving good therapy, she was experiencing fainting and dizziness since the implant of her interstim device. The physician felt that because the pt is diabetic and also being treated with beta-blockers, the device was affecting her heart rhythm to a point in which it increased the symptoms of her comorbidities. The pt chose to keep her interstim implanted as she was receiving good therapeutic effect.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.